Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline flex with shield that failed to open at the distal end. The patient was undergoing a procedure to treat a 10mm ruptured saccular aneurysm with neck diameter 20-25mm in an internal carotid artery (c2-c3 segment). Vessel tortuosity was moderate. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline would not open at the distal end even with repeated attempts. The device was resheathed 2 or less times. No other steps or devices were tried to assist in opening the pipeline. It was unknown if the pipeline was positioned in a vessel bend. The pipeline was resheathed and removed from the patient with the microcatheter, and discarded. A competitor's device was then used to successfully complete the procedure. There was no harm or injury to the patient.